Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received with the bag attached. There were no cuts or tears noted on the bag. The seal of the bag was intact. The bag was deployed and the bag cinched without difficulty. The plunger and metal ring advanced and retracted properly. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a laparoscopic cholecystectomy the surgeon tried to push the pouch out, but the shaft broke and the pouch was not able to come out. The procedure was completed with another device.